Event description:
Adjusting medication based on freestyle reading of 300 mg/dl. The customer stated that he bottomed out (dizzy, light-headed, sweats) after taking the first injection and needed to take glucose tablets to stabilize his glucose levels. According to the customer, he experienced this twice on the same day.